Event description:
New port placed on (B)(6) 2025 "port clearvue 5608062 - log891225 port clearvue 5608062 bard rejw1113 right 1 implanted" patient complained of pain and redness, confirmed clot in right jugular.